Event description:
The device has been returned for analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) displayed pacing impedances of greater than 2000 ohms. The lead had been previously programmed off. The patient was seen for a surgical procedure where the lead was capped and the device was explanted. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.